Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.pagepress.org/journals/index.php/or/article/view/5779. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that 1 patient had a non-displaced greater trochanter fracture that occurred after a fall from standing that healed uneventfully.